Event description:
The subject stent was returned for analysis, and it was discovered that the subject stent was deployed prematurely during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent device was returned with a non-stryker catheter. There was no damage noted to the introducer sheath. The microcatheter was flushed and a mandrel was advanced, releasing the stent from inside the catheter. The stent was seen to be deformed at the proximal end. The returned microcatheter was inspected and there were no anomalies noted. A functional inspection for the reported event stent difficult/unable to advance or pullback through catheter functional test was not performed as sdw (stent deliver wire) was returned outside of the microcatheter and the stent was returned deployed within the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be replicated during analysis, however, the analysis results are consistent with the reported event. The device failed to meet specification when returned, based on the damage noted. The only information available is that 'the stent was retained inside a non-stryker microcatheter and it was impossible to advance it. Actually it is inside the microcatheter'. The device was returned and it was confirmed that the stent had been deployed within the microcatheter, the stent was noted to be deformed when removed. It cannot be determined if the stent was deformed during removal from the microcatheter or if the stent was deformed during use causing it to become lodged within the microcatheter. As the analysis results and a review of all available information fails to indicate a probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned tot he reported 'stent difficult/unable to advance or pullback through catheter' and to the analyzed 'stent deformed' and 'stent deployed prematurely during use.